Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that fluid had leaked from the laser area of the lh780 instrument and spilled onto the counter. Customer did not know how much fluid spilled. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the differential sample line, between the mix chamber and the t-fitting, was cut by wear from pinch valve 52. Fse replaced all the sample lines to the flowcell and verified operation of the instrument. This resolved the issue and no further leaks were reported.